Manufacturer narrative:
(B)(4) - a follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported that she was having abdominal pain during treatment. She reported she had been seen in the clinic and told that she had peritonitis. The patient reported that she was being treated with vancomycin.

Manufacturer narrative:
The actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances. At the end of the simulated treatment the test cassette was removed and the cycler was powered down for approximately 1 minute and then powered on. During the start-up process a ¿mwd watchdog timer error alarm¿ occurred and the cycler was powered down. The cycler weighed fill volume values were within tolerance and cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. Installed a known good function board and another simulated treatment was performed and completed without any failures or problems. During the start-up process the ¿mwd watchdog timer error alarm¿ did not occur. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation. Although a temporal association between the liberty cycler and the event of peritonitis exist. There is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler. Additionally, there is no allegation against any fresenius products and the adverse event of peritonitis.